Event description:
It was reported that patient had been to the ER and was informed that his pump was "fractured" in three places. Patient did not currently have a managing physician and was unable to find one; patient was homeless. It was also added that there were no medications and was in pain. The pump was last indicated to have been filled with saline in 2007. Drug delivered via the device was morphine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
Additional information received reported that the pump ¿didn¿t work anymore.¿ the battery was dead. ¿the alarm would not go off anymore.¿ the hospital took x-ray of the pump.

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: 2003-(B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).